Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay performed on various dates. This MFR. Report addresses test eight (8) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date. The test was performed with the nipro sponge swab on a nasopharyngeal sample. It is currently unknown if repeat or confirmatory testing was performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The customer provided one lot number m217199 and was not able to confirm on what day he performed the test with this lot number. Since we are not certain of what day this lot number was performed see below for lot information. Information for lot number: m217199. Expiration date: 12oct2023. Manufactured date: 14sep2022. UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m217199 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217199 and test base part number 192-430 / lot m217199. The lot met the required release specifications. (B)(4). H3 other text : single-use, device discarded.

Manufacturer narrative:
The customer provided one lot number m217199 and was not able to confirm on what day he performed the test with this lot number. Since we are not certain of what day this lot number was performed see below for lot information. Information for lot number: m217199. Expiration date: 12oct2023. Manufactured date: 14sep2022. UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay performed on various dates. This MFR. Report addresses test eight (8) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date. The test was performed with the nipro sponge swab on a nasopharyngeal sample. It is currently unknown if repeat or confirmatory testing was performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.